Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as crimped tubing as a result of use error, which caused a flow restriction of mid standard to the sample d-pot, leading to inadequate mid standard being delivered. The fse replaced the tubing to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results for sodium (na), chloride (cl), potassium (k), along with (ion-selective electrolyte) ise mid standard failure on their au680 chemistry analyzer. The erroneous high results were reported out of the laboratory. The patient samples were repeated, and results were normal. Customer later amended the results. There was no indication of patient treatment impacted. Quality control was within their established range before the event. The customer did not provide patient demographics. The customer provided the original results for one (1) patient sample.